Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer dropped the pump in the toilet. Reportedly, the customer experienced an unspecified elevated blood glucose (bg) level, which was addressed by delivering a bolus. The customer believed that the pump was not functioning as intended. Additionally, the customer reported receiving multiple incomplete bolus alerts. During troubleshooting with tandem technical support (cts), the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer denied accessing the bolus screen. Tandem technical support advised the customer to upload the pump data logs for a log review to be performed; however, the customer reported being unable to upload the logs.